Manufacturer narrative:
Event date: (B)(6) 2014. Received by MFR date: 07/17/2014. Conclusion / root cause: the reported complaint of the air valve's liftoff position (vent inop 1012) being out of range was not duplicated. No fault was found on this returned blower valve. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The manufacturers field service engineer (fse) reported during service of the ventilator, the device diagnostic history indicated a vent inop occurrence due to an air valve liftoff failure. There was no patient harm reported. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. The fse reported testing passed. The fse replaced the air valve as a precaution during servicing. Applicable final testing was performed per operating specifications.